Manufacturer narrative:
(B)(6). The main component of the system and other applicable components are: product ID: 3389s-40, lot# va19pkc, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 3389s-40, lot# va19u5a, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead.

Event description:
A manufacturer representative (rep) via the healthcare professional (hcp) reported that the patient had diagnostics taken on (B)(6) which showed poor post-operative results "after the boot," with obvious side effects. It was believed that the electrode position may be biased, so a second surgery (revision) took place on date notified, resolving the issue. There were no further patient symptoms, with it confirmed that the lead positioning was not accurate. No further complications are anticipated. The patient's indication for implant is unknown.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3389s-40, lot# va19pkc, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead. Product ID: 3389s-40, lot# va19u5a, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead 3389s-40 stimloc dbs (lot # va19pkc) found no significant anomalies. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Analysis observed the proximal end of the lead was stretched. Analysis codes apply to the aforementioned lead. If information is provided in the future, a supplemental report will be issued.